Event description:
Pt was receiving IV penicillin. Three million units were intedned to be delivered every four hours over a twenty four hour period via a sabratek 6060 pump in the intermittent mode. The pt's spouse reported the pump emptied two hours early, a separate report from the pt's physician describes the pump ending seven hours early. The pt went into a seizure and was obtained for approx twelve minutes. Pt was brought to the ER at this time. The ER noted a line problem where blood was backing up into the IV line and manipulated the pump as a result. Info regarding any treatment that was required in the ER was not provided. Physician reported that pt recovered to pre-incident condition.